Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.25 x 12mm synergy drug-eluting stent was used; however, the distal part of the strut was damaged. The procedure was completed with a different device and no patient complications were reported.